Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The engineer of the hospital traced the leak back to the yellow plug of the valve block on the cardioplegia circuit. He replaced the plug and was thus able to remove the issue. A livanova field service representative was dispatched to the facility and performed a complete pm and functional tests. The unit returned back into service.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t suddenly began leaking water from the front grill during the disinfection cycle. There was no patient involvement.